Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient had phrenic nerve palsy (pnp). The outcome of this case is unknown. The patient was discharged with pnp. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.